Event description:
The customer alleged they received questionable thyrotropin (tsh), free thyroxine (ft4), and free triiodothyronine (ft3) for two patients. All the first patient's results were obtained on a cobas 8000 e602 analyzer. The serial number was (B)(4). The first patient's initial ft3 result was 11.2 pmol/l. The sample was then tested on an abbott architect analyzer and the ft3 result was 4.6 pmol/l. The sample was then on a beckman analyzer and the ft3 result was 5.3 pmol/l. The customer also provided ft3 results of 5.2 pmol/l and 10.4 pmol/l for the first patient. It was unclear if these results came from the same sample as the initial ft3 result. Clarification was requested but not provided. The first patient's initial ft4 result was 30.7 pmol/l. The sample was then tested on an abbott architect analyzer and the ft4 result was 13.1 pmol/l. The sample was then on a beckman analyzer and the ft4 result was 12.4 pmol/l. The customer also provided ft4 results of 17 pmol/l and 32 pmol/l for the first patient. It was unclear if these results came from the same sample as the initial ft4 result. Clarification was requested but not provided. The first patient's endocrinologist doubted the ft3 and ft4 results as the patient did not have any relevant signs or symptoms. The ft3 and ft4 results normalized after peg precipitation. No specific data were provided. The customer provided tsh results for the first patient 2.5 mu/l and 2.2 pmol/l from the e602 analyzer. The customer provided a tsh result from the abbott architect analyzer for the first patient of 2.1 mu/l. The customer provided a tsh result from the beckman analyzer for the first patient of 1.83 pmol/l. It was unclear if the tsh results came from the same patient sample. It was unclear whether the units of measure for tsh were actually mu/l or pmol/l. Clarification was requested but not provided. According to the customer, the second patient, a 30 year old female, had a sample drawn on (B)(6) 2013 and tested on (B)(6) 2013. The second patient's initial ft4 result from a cobas 6000 analyzer was 38 pmol/l. The sample was repeated on a beckman analyzer and the result was 13.8 pmol/l. The second patient's initial ft3 result from the e602 analyzer was 13.1 pmol/l. The repeat result from the beckman analyzer was 6.3 pmol/l. The second patient's ft3 and ft4 results normalized after peg precipitation. The customer stated all the results were reported outside the laboratory for the first patient. None of the results from the roche devices were reported outside laboratory for the second patient. There were no adverse events.

Manufacturer narrative:
Additional information was provided by the customer. The tsh units of measure were mu/l. A patient sample was returned for investigation. After investigation, the customer ft3 and ft4 results could not be reproduced. No interfering factors for either the ft3 or ft4 could be detected.

Manufacturer narrative:
Further investigation of the samples did not identify a root cause for this event. The issue could not be reproduced.

Manufacturer narrative:
This event occurred in the (B)(6). (B)(4).